Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e315(scope err unsupported scope) occurs, jet-tube has foreign objects a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause for error e315 is believed to be a short circuit inside the connector or a malfunction of the circuit board resulting from water invasion. The most probable cause is traced to component failure. The root cause of the foreign material remaining in the device could not be conclusively specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had a connection error. There were no reports of patient involvement.